Event description:
A surgeon reported that following intraocular lens (iol) implant surgery. A pt had an unexpected postoperative outcome. Additional information was received from the surgeon, who indicated the lens was well centered in the bag and posterior capsular opacification was observed one month following surgery. The pt is not scheduled for any additional procedures. There are to medical devices reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported in the lot. (B)(4).